Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed noise on the ff channel as well as on the rv channel which was oversensed and led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 33 months after the implant the patient received multiple shocks due to oversensing with stable shock and pacing impedances. The oversensing was reportedly reproducible with respiration. Further provocation maneuvers were not possible as the patient was in pain. There is no mention of intervention.